Manufacturer narrative:
Date of report: 03jun2019. Datr rec'd by MFR: 30apr2019. The customer reported that performing a touchscreen calibration addressed the reported issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The customer troubleshot with technical support. The customer was advised to replace the touchscreen and was provided with part number and price.

Event description:
It was reported that the ventilators touchscreen failed. No patient harm reported. Event date not specified, estimate used.